Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer required assistance from emergency medical services and was treated with intravenous fluids of dextrose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.